Manufacturer narrative:
The hillrom technician found the casters needed to be replaced. Per the hillrom service manual the affinity bed requires an effective maintenance program. We recommend that you perform semi-annual preventative maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake and check to ensure that the bed will not move (when the brake is activated). If the bed moves, inspect it for wear and adjust if required. See ¿caster assembly¿ on page 4-99. Apply the steering pedal and check the steering to ensure proper locking action when activated. See ¿caster assembly¿ on page 4-99. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on apr 7, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).